Event description:
In 2007, the patient's father (reporter), on behalf of the lay user/patient, contacted lifescan another country, alleging a power issue (does not turn on) with the patient's one touch ultraeasy meter. The patient's father did not have the meter or test strips, so he was unable to troubleshoot on the phone. The patient was unable to report if the battery was replaced per the owner's manual and if there was any trauma to the meter. The patient's father indicated that the patient had a "hypo" event one day earlier and was unable to test on the meter. The patient felt shaky, so she drank some "lucozade" and ate a "mars" bar, which helped relieved her feel better. The patient did not test on any other device and did not seek/receive any additional medical attention. It would be helpful to know the following: the patient's testing frequency, if the patient continued taking her diabetes medication, if any, as usual while she was unable to test on the meter, how long the patient had been unable to test on her meter and when she last attempted to test on the meter. It would also be helpful to know what the patient was doing right before she had the "hypo" event, such as her medications, exercise level, and diet. This complaint is being reported because patient allegedly was unable to test on her meter due to the reported power issue, and at an unknown time later, she had a "hypo event. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.